Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: after depressing the safety button and the blue button, it looked like the filter became disengaged from the hook. It looked like it was released. When the doctor tried to pull back on the sheath, the filter was not releasing from the delivery device. When they turned the delivery handle to make sure that it was disengaged from the hook, it caused the filter to significantly tilt in the vena cava. They went in and retrieved it with a clover snare. The procedure was successfully completed with another device from the same lot. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. Do not rotate the expanded filter inside the vena cava. Doing so may compromise the performance of the filter. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause is unknown, however a likely cause of event is that unintendedly excessive force prevented the filter from being released. This resulted in the manipulation of the expanded filter which caused the filter to tilt. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
After depressing the safety button and the blue button, it looked like the filter became disengaged from the hook. It looked like it was released. When the doctor tried to pull back on the sheath, the filter was not releasing from the delivery device. When they turned the delivery handle to make sure that it was disengaged from the hook, it caused the filter to significantly tilt in the vena cava. They went in and retrieved it with a clover snare. The procedure was successfully completed with another device from the same lot #. The complainant did not report any adverse effects to the patient due to this occurrence.